Event description:
A report was received that the patient's trial leads were explanted because the patient was complaining of some pain at her back where the leads were exiting her skin. The patient had fever and was hospitalized overnight because the physician wanted to take an MRI while the patient was sedated. The patient was prescribed antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.